Event description:
Clinical trial. It was reported that post index procedure, the patient died. The patient presented to the index procedure due to angina which was inadequately responsive to medical treatment and a positive stress test. The index procedure treated a de novo lesion in the mid right coronary artery (rca). The lesion was 3 mm wide, 10 mm long, and 80% stenosis. There was mild calcification and tortuosity. The physician direct stented the lesion using 3.0 x 12 mm taxus express2 stent. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and plavix. On day 444, the patient was transferred from an extended care facility and hospitalized due to a 2 week history of increasing dyspnea and an exacerbation of chf. The patient was diagnosed with left lower lobe pneumonia. Due to current do not resuscitate status, the patient was managed conservatively with medications and oxygen therapy. EKG showed electronic ventricular pacemaker. The next day gastrostomy tube feedings were held due to high residuals and a portable chest x-ray was scheduled. On day 446, the patient was noted to be in respiratory and cardiac arrest, and expired. Immediate cause of death was reported as pneumonia (per death certificate). Conditions leading to immediate cause of death were reported as acute myocardial infarction and hypertension (per death certificate). No autopsy was performed. It is unknown if the target vessel was involved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.